Event description:
The following was reported to hamilton medical ag: the device shows batteries are disconnected even though they're connected. Additionally, the device shows that it is connected to dc power source when it is not connected to dc.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. Follow-up 1 - additional information: the entry fields b4, g6, h2, h6 and h11 have been updated. The issue occurred during non-clinical use. No patient involved. The event did not cause or contributed to a death or serious injury to a patient. No log files were provided. The root cause of the event was determined to be a defective driver board. After replacing the driver board, the device was released back into use.

Event description:
The following was reported to hamilton medical ag: the device shows batteries are disconnected even though they're connected. Additionally, the device shows that it is connected to dc power source when it is not connected to dc.